Manufacturer narrative:
Additional information: d9, g3, h3, h6 -complaint allegation is confirmed. -visual inspection noted that around the ball bearing of the cut stabilizer patellofemoral was damaged, the dowel pin had scratches/chipped, and the edges of the ibalance¿ pfj, blade stabilizer, size 2 were chipped. -functional testing was performed and noted that the ball bearing was stuck and did not work properly. The most likely cause of the reported failure can be attributed to wear and tear due to repeated use of the device in the field. Manufacturing date 2020.

Event description:
On (B)(6) 2025, it was reported by a sales representative via (B)(4) that an ar-602-21 ibalance pfj, blade stabilizer would not lock into the guide. The blade stabilizers' washer below the ball bearing seemed raised, prohibiting the instrument from engaging with the guide. This was discovered during the femoral finishing step of the pfj arthroplasty procedure with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.